Event description:
The doctor claims that the graft was implanted as an ascending, descending and aortic arch replacement due to arterial disease. The doctor trimmed the graft with surgical scissors, rather than low-temperature cautery. During the surgery, the graft leaked blood (exact quantity unknown, but the doctor thought it to be about 2000cc) through its walls and suture holes. A total of approximately 3000cc of blood was replaced to the patient. The bleeding subsided in about three hours with the application of fibrin glue and hand-pressure to the graft. The graft was left in. The patient is doing well.